Manufacturer narrative:
The reported field event of set screw issue could not be verified in lab. The atrial tip set screw were found to be missing and not returned for analysis. Using device set screws, and laboratory set screw for atrial tip, leads could be inserted and removed normally. No other anomalies were found with any of the lead connections.

Event description:
It was reported that during device replacement procedure, set screw was stripped. The physician attempted to remove silicone coating over the set screw, and set screw was broken. The lead was removed from the device header successfully. A new device was implanted. The patient was discharged.